Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained higher sensor readings compared to readings obtained on the built-in meter. The customer experienced "loss of vision" and was unable to self-treat, requiring treatment of yogurt, sugar, toast with tomato, and coffee provided by his wife. There was no report of death or permanent injury associated with this event. The customer additionally reported sensor readings of 44 mg/dl and 84 mg/dl compared to built-in meter readings of 98 mg/dl and 220 mg/dl respectively and when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.